Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that water invaded the scope connector during user handling of the subject device, which caused abnormality in electronic components and the suggested event occurred. The event can be prevented by following the instructions for use which state: "- inspection of the endoscopic image - when attaching the connector cap of the leakage tester (mb-155) to the venting connector of the endoscope, make sure that both the connector cap and the venting connector are thoroughly dry. Water on the surface of either component may enter the endoscope and could cause endoscope damage. - do not attach/detach the leakage tester while the endoscope is immersed. Attaching/detaching under water could allow the water to enter the endoscope, resulting in endoscope damage." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an e315 scope error during preparation for use for an unknown diagnostic procedure. The procedure was completed using a similar device. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's allegation was confirmed. The e315 error occurred due to corrosion of the plug unit. In addition, the following non-reportable malfunctions were found during device evaluation: charged coupled device (ccd) lens is broken, the adhesive part of bending section is broken, light guide lens is broken, angulation in the up direction is out of specifications due to the worn angle-wire, the gap of up/down knob is out of standards due to the worn of angle-wire, and scope connector cover unit is polluted. The investigation is pending. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.